Event description:
The account alleged the bed was leaking fluid and a staff member slipped and fell.

Manufacturer narrative:
The technician investigated and the account stated the nurse allegedly was walking in the patient's room to the garbage can, when she slipped on hydraulic fluid. The nurse alleged she twisted her back but did not fall and she did not seek medical treatment. The accounts maintenance department tagged the bed and removed it from service. The accounts maintenance department replaced a leaking hydraulic reservoir to resolve the issue.